Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as about 1 teaspoon of clear liquid leaked around the right side of the instrument. The leak was contained within the instrument. No error messages or alarms were generated. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found a small hole in the drain tubing below the wbc (white blood cell) bath. The fse replaced the tubing to resolve the leak. Shutdown, startup, latron and quality controls were all within specification and no further leakage observed. Identification of failure modes: attributed to a small hole in the drain tubing below the wbc bath. There were no erroneous test results associated with this event. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due to dilution error from bath carryover. Evaluation of product labeling: coulter lh 750 hematology analyzer operator's guide, (B)(4): warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).